Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation the 2.50x120mm armada balloon dilatation catheter (bdc) continued to draw air while holding negative pressure. A hole in the balloon was suspected. Therefore the bdc was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another balloon was used in the procedure. No additional information was provided.